Event description:
Boston scientific received information that the header of this implantable cardioverter defibrillator (ICD) became loose when the physician pulled it using a surgical instrument during an elective replacement procedure. The physician indicated that they did not use that much force when pulling the device. The physician also reported that they initially tried to pull the device using their hands. The device was explanted and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted that the header is lifted away from the device case. Some medical adhesive was stuck to the header but most was on the bottom of the device. There were also tool marks in the device case near the header and tool marks in the header. Pre-decontamination visual inspection noted that the header was loose. Real time x-ray of the feed through wires noted that they appeared to be intact but it could not be ruled out that they were not intact either. The header was lifted up enough where the feed through wires were exposed. The condition of the header was such that testing for shock therapy was not safe. It was determined that the damage to the header was induced at explant. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.